Manufacturer narrative:
(B)(4). Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08760 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device powered up properly after the test battery was installed. Device was monitored for 1 day. No blank display noted during testing. Device uploaded properly using carelink. Device had minor scratched display window, scratched case, a small crack on the battery tube threads, scratched reservoir tube window and cracked reservoir tube lip

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 at 11:06 am with blood glucose of 556 mg/dl. The customer's blood glucose level was 560 mg/dl and 360 mg/dl at the time of incident. Customer also reported that the insulin pump was not working. Customer provides details regarding symptoms of their high blood glucose episodes such as nausea, vomiting, abdominal pain and difficulty in breathing. The customer treated with the fluids and visited to emergency room. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was able to perform high pressure test at this time and assisted with performing the high pressure test and the test results was no delivery alarm. Customer troubleshooting was performed. The insulin pump will be returned for analysis.